Manufacturer narrative:
Concomitantly, the patient underwent a laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, colpopexy, and cystoscopy. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, the only tip returned was broken at the level of the guide extremity. The location of the break on the needle indicated it could not have happened if the needle was properly locked on the guide as it is when the product is packaged at the manufacturing site. This suggests that the needle was removed from the detent that holds the needle to the guide. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(6). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. It was reported that a voluntary medwatch # (B)(4) was filed.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2014. During the procedure, upon opening the package, the needle was poking through the white trocar cover. Another like device was used to complete the procedure with no adverse patient consequences.